Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0401 captures the reportable event of catheter-guide break.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was attempted to be implanted during a procedure performed on an unknown date. During the procedure, the introducer broke while releasing and it remained in the operating channel of the endoscope but then it was removed. There were no patient complications as a result of this event.